Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: b5: additional information received from the reporter stated: it was reported that the cuts were off by 3-4mm. This was detected with the trials, then recut with the system, then when the cuts were still off they were cemented. Had recut with the system twice, then decided to cement the femur due to the cuts. The procedure was planned for press fit. It was reported that manual instruments were not used. Correction: d4. Serial;d4. Primary UDI number - updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the actual device was evaluated. The device log files were reviewed for this event and the investigation could not confirm the reported issue. It was determined that the user did not utilize the pointer tool to verify anterior and posterior resection cuts, so inaccuracy of both the resection planes could not be confirmed. The investigation found evidence that the femur array may have moved during leg alignment and full planning steps. The hip is seen moving in atypical motions during these steps. Since array movement may have occurred during leg alignment and full planning stages, prior to any femur or tibia cuts, there is a potential risk of inaccurate bone resections. The verify checkpoint was not done before or after any of the femur cuts or tibia cut, so array movement cannot be confirmed. The investigation found that the most probable root cause of the issue is the combination of potential array movement and leg/robot movement. However, the reported issue could not be confirmed and the root cause for the found issues could not be confirmed. No defect was found with the system. Additionally, it was found that the user did not mount the robot to the bedrail which is linked to improper handling. A review of the service history record indicates that review result is not relevant to the current complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4. Device manufacture date: updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, while using the robotic-assisted solution satellite station device, it was observed that the cuts left gaps in both anterior and posterior cuts, enough that the surgeon had to change from pressfit femur to cemented femur. It was noted that the robot was not mounted to the bed. There were no reports of delays in the surgical procedure. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed.